Manufacturer narrative:
Citation: okada y et al. Long-term echocardiographic follow-up of patients with a tricuspid bioprosthesis. Asaio trans. 1990 jul-sep ;36(3):m535-m537. Doi: not available. Earliest date of publish used for event date (month and year valid). No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. Additional patient code(s): (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the long-term results of bioprosthetic tricuspid valve function using echocardiography. All data were collected from a single center between january 1977 and december 1986. The study population included 29 patients (predominantly female; mean age 41 years). Of those, 2 were implanted with medtronic hancock bioprosthetic valves in the tricuspid position. No serial numbers were provided. It was noted that the follow-up period ranged from 32 to 145 months. Among all patients, 7 deaths occurred during follow-up. Multiple manufacturers were noted in the literature; based on the available information, medtronic product was not directly associated with the deaths. Among all patients, adverse events included: reoperation due to severe right heart failure caused by thrombosis with stenosis of the bioprosthetic tricuspid valve (1 case) and reoperation due to low cardiac output (1 case). It was reported that the explanted bioprosthesis from the latter case was found to be normal. Also observed: more than mild tricuspid regurgitant flow (7 cases). Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.